Event description:
Reference number (B)(4). Event occurred in canada. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, reported that patient faced infusion set cannula bent.infusion set has been used for 12 hours. Patient went to emergency room and hospitalized. Cause of emergency room visit was diabetes related issue. Patient arrival date was (B)(6) 2024.patient stayed in the emergency room for 13 hours. Ketones level was high. The blood glucose level was 34.3 mmol/l. Therefore, patient was treated with insulin. Patient was released from hospital on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available